Manufacturer narrative:
Unknown, as specific part and lot numbers for the complainant connector were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when lateral connector loosened. For 510(k): report is for one (1) unknown lateral connector. Device is reportedly not being returned. (B)(4) utilized as additional medical / surgical intervention was required . Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned veptr ii lengthening procedure, surgeon attempted to bend the rod for more kyphosis and the rod broke into two pieces. The broken rod was removed and replaced with a new rod. Two (2) additional set screws were also added. No fragments remain in the patient. It is also reported surgeon removed a pangea pedicle screw and lateral connector at an unknown level because the screw had loosened in the pedicle. The screw and connector were not replaced. Procedure was extended approximately 20 minutes and a new distal incision was made at the connector location. Procedure was completed successfully with no further harm to patient. This complaint is for one (1) unknown lateral connector. This is report 3 of 3 for (B)(4).